Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an in-box pulse generator exhibited a loss of radio frequency telemetry upon interrogation prior to implant. A firmware download was performed and normal device functionality was restored.